Event description:
Reprise IV. It was reported that atrioventricular (av) conduction disease occurred. The subject was enrolled into the reprise IV study and the index procedure was performed on the same day (bicuspid cohort). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A 15f isleeve introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted after bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. On same day of index procedure, post transcatheter aortic valve replacement (tavr), electrocardiogram (ECG) revealed normal sinus rhythm with left bundle branch block and abnormal ECG. Review of subjects pre procedure ECG and post procedure ECG revealed clear changes from normal conduction to a new left bundle branch block along with prolongation of pr interval which is suggestive of significant atrioventricular (av) conduction disease. Three (3) days post index procedure, repeat ECG revealed sinus rhythm with 1st degree av block, left axis deviation and left bundle branch block with abnormal ECG. Electrophysiology consultation recommended a new dual chamber pacemaker implantation to treat 1st degree av block and left bundle branch block. Four (4) days post index procedure a new permanent non-bsc dual chamber pacemaker was implanted successfully. The outcome of the event was considered recovered/resolved. Five (5) days post index procedure, subject was discharged on aspirin and clopidogrel. It was further reported that four (4) days post index procedure a his-ventricular (hv) electrophysiology (ep) study revealed prolonged hv consistent with infra-nodal disease. Rview of the subjects' pre-procedure ECG and post procedure ECG revealed clear changes from normal conduction to new left bundle branch block with prolongation of pr interval suggestive of significant av conduction disease.

Manufacturer narrative:
B5: describe event or problem: updated. B6: relevant tests / laboratory data: updated and corrected. The date of post procedure tte corrected from on (B)(6) 2020.

Event description:
Reprise IV . It was reported that atrioventricular (av) conduction disease occurred. The subject was enrolled into the reprise IV study and the index procedure was performed on the same day (bicuspid cohort). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A 15f isleeve introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted after bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. On same day of index procedure, post transcatheter aortic valve replacement (tavr), electrocardiogram (ECG) revealed normal sinus rhythm with left bundle branch block and abnormal ECG. Review of subjects pre procedure ECG and post procedure ECG revealed clear changes from normal conduction to a new left bundle branch block along with prolongation of pr interval which is suggestive of significant atrioventricular (av) conduction disease three (3) days post index procedure, repeat ECG revealed sinus rhythm with 1st degree av block, left axis deviation and left bundle branch block with abnormal ECG. Electrophysiology consultation recommended a new dual chamber pacemaker implantation to treat 1st degree av block and left bundle branch block. Four (4) days post index procedure a new permanent non-bsc dual chamber pacemaker was implanted successfully. The outcome of the event was considered recovered/resolved. Five (5) days post index procedure, subject was discharged on aspirin and clopidogrel. It was further reported that four (4) days post index procedure a his-ventricular (hv) electrophysiology (ep) study revealed prolonged hv consistent with infra-nodal disease. Rview of the subjects' pre-procedure ECG and post procedure ECG revealed clear changes from normal conduction to new left bundle branch block with prolongation of pr interval suggestive of significant av conduction disease. It was further reported that in (B)(6) 2020, during the protocol scheduled 30-days follow-up visit, transthoracic echocardiogram (tte), moderate aortic regurgitation was noted.

Event description:
(B)(6). It was reported that atrioventricular (av) conduction disease occurred. The subject was enrolled into the (B)(6) study and the index procedure was performed on the same day (bicuspid cohort). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A 15f isleeve introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted after bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. On same day of index procedure, post transcatheter aortic valve replacement (tavr), electrocardiogram (ECG) revealed normal sinus rhythm with left bundle branch block and abnormal ECG. Review of subjects pre procedure ECG and post procedure ECG revealed clear changes from normal conduction to a new left bundle branch block along with prolongation of pr interval which is suggestive of significant atrioventricular (av) conduction disease. Three (3) days post index procedure, repeat ECG revealed sinus rhythm with 1st degree av block, left axis deviation and left bundle branch block with abnormal ECG. Electrophysiology consultation recommended a new dual chamber pacemaker implantation to treat 1st degree av block and left bundle branch block. Four (4) days post index procedure a new permanent non-bsc dual chamber pacemaker was implanted successfully. The outcome of the event was considered recovered/resolved. Five (5) days post index procedure, subject was discharged on aspirin and clopidogrel